Event description:
Pt had a ligasure clamp in use during a hysterectomy. The jaws of the clamp would not release. When it finally did, an ovarian vessel was bleeding that required hemostasis. Senior sales rep, (B)(4) was contacted and said he would pick up the device.